Manufacturer narrative:
Reporting address line 1: (B)(6). Replacement part was ordered over phone by philips technical support.

Event description:
It was reported to philips the device battery would not calibrate. The customer contacted a philips technical support representative. A replacement battery was ordered for the customer. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The device remains at the customer site and no further evaluation is warranted at this time.